Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) indicated an amplitude measurement of 0.8 millivolts (mv) for a chronic competitor's right ventricular (rv) lead during the implant of this device. It was reported that the rv lead measured 4.0 mv with a pacing system analyzer (psa) and 2.0 mv when measured in the device's left ventricular (lv) port. The calling boston scientific field representative and a boston scientific technical services consultant (ts) discussed that this is an off-label use; ts discussed the limitations of electronic repositioning, and discussed implanting a new rv rate/sense lead. The representative stated the patient already has an rv implantable cardioverter defibrillator (ICD) lead there. Ts explained that there may need to be an extraction. The device subsequently was returned 42.0 months later with no additional information.

Manufacturer narrative:
Subsequently, it was reported that the physician elected to connect the lv lead into the device's rv port and the rv lead into the lv port. The amplitude on the lv lead was 7.0 millivolts. Impedance measurements and capture thresholds on all leads were reported as stable and within normal ranges. There were no reported adverse effects, and the physician was reported as being satisfied with the procedure outcome. This event will be reopened and updated if additional information is received. Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory showed the device did not declare a replacement indicator while implanted. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.